Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on information reviewed, a cause for the reported gripper actuation (inability to lower gripper arms) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report gripper actuation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve, and the clip grasped the leaflets. A decision was made to re-position the clip for a more optimal grasp. However, when attempting to grasp, the gripper arms would no longer drop. Troubleshooting was performed, but the gripper arms would not move. Since the leaflets were sufficiently on the clip arms, the procedure continued, and the clip was deployed. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.